Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set broke off drip chamber when priming. The following information was provided by the initial reporter: tubing broke off drip chamber when priming.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set broke off drip chamber when priming. The following information was provided by the initial reporter: tubing broke off drip chamber when priming.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109303. D4: medical device expiration date: 26-oct-2025. H4: device manufacture date: 15-oct-2022 . H6: investigation summary no product (mat # 10802688) was returned by the customer. Photo representation was provided for the complaint. It was reported by the customer the tubing pulled apart from hub and tubing broke off drip chamber when priming. The photo could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review for model 10802688 and lot number 22109303 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, and no clear pictures evidence provided an investigation could not be performed, and a root cause could not be determined.